Event description:
The complaint of dislodgement and loss of capture were previously reported on 7/28/2011 in 2017865-2011-06786. It was reported that the patient presented for an unrelated procedure. During the procedure the left ventricular lead which previously exhibited dislodgement and no capture was capped and replaced on (B)(6) 2017. It was previously reported the cause of the dislodgement was due to twiddler's syndrome. New information notes the cause of the lead dislodgement occurred as of result of movements performed during work. The patient was stable and asymptomatic.